Event description:
Procedure: laparoscopic appendectomy. Reportedly, the instrument fired correctly but would not open. Surgeon fired another instrument to resect the first device. No further pt injury reported.